Event description:
It was reported that the user ate birthday cake and did not announce the meal to the ilet, after which blood glucose rose to approximately 300 mg/dl; this was attributed to an incorrect user procedure, with relevance to the device¿s user interface. Symptoms included hyperglycemia, headache, sleepiness, and irritability. The ilet subsequently brought glucose back into range. The user received education to announce meals with an appropriate announcement at first bite when carbohydrate content justifies it. Outcomes included no health consequences. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed no device problem and identified a usage problem related to a missed meal announcement. It was concluded that the cause was failure to follow instructions.